Event description:
Surgeon performed CT scan on patient and noticed that vitoss has not resorbed as expected. Patient current does not have fully fused joint which has created concern. X-rays appear ok and patient has little to no pain but according to CT scan is not fused yet. Surgeon has clarified that no revision was necessary.

Manufacturer narrative:
Device implanted into patient.

Manufacturer narrative:
Method: device history review. Device was not returned. Results: this lot met all qc release criteria. Device was not returned. Conclusion: it was confirmed that after only 5 months full resorption would not be expected to be seen, especially in an older patient.

Event description:
Surgeon performed CT scan on patient and noticed that vitoss has not resorbed as expected. Patient current does not have fully fused joint which has created concern. X-rays appear ok and patient has little to no pain but according to CT scan is not fused yet. Surgeon has clarified that no revision was necessary.